Manufacturer narrative:
Results: the distal tip of the benchmark 6f 071 delivery catheter (benchmark dc) was ovalized approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the distal tip of the benchmark dc was ovalized. This type of damage typically occurs due to improper handling during preparation. If force is applied to the distal tip of the catheter's shaft during removal from the packaging or manipulation during preparation, damage such as this may occur. These devices are 100% visually inspected for during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of the benchmark 6f 071 delivery catheter (benchmark dc) was crimped. The damaged benchmark dc was found prior to use and was not used for the procedure. The procedure was completed using a new benchmark dc.